Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they had high blood glucose level of 300 mg/dl for the past 2 weeks, the customer stated that blood glucose was in 400 mg/dl. The customer's blood glucose was 252 mg/dl at the time of the incident. The customer treated with manual injection. Customer mother stated that customer had issues with infusion sets not staying on, rashes/skin irritation and also mentioned cellulitis issues. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.